Event description:
It was reported that there was a revision surgery performed to remove the implant.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided a CT scan that showed the right-side fossa component was removed. Conclusion of the investigation: the surgeon reported that the suture of the fossa was broken and caused ear perforation. In order to fix it, he had to remove the fossa component. The surgeon did not report device failure, malfunction, or other performance issues. Thus, the cause of this event is unrelated to the implant. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that there was a revision surgery performed to remove the implant.